Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure to treat a lesion in the mildly tortuous, mildly calcified, mid iliac artery. The 9.0x80mm absolute pro vascular self-expanding stent system (sess) was deployed without issue and the stent migrated 2 cm further into unhealthy tissue after deployment. Another absolute pro was used to treat the portion of the lesion left untreated as a result of the stent migrating. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and functional inspections were performed on the returned device. The reported stent migration was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.